Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received medical treatment from emergency medical technicians due to hypoglycemia. The patient's blood glucose levels reached 23 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hypoglycemia and a seizure. The patient was treated with intravenous glucose.